Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states they had tried two different tubing packages, but both were leaking at the hub area. It was quickly noted and changed to new tubing. There was no concern for patients safety as the tubing leak was noted immediately and changed.